Manufacturer narrative:
The customer's reported complaint of the autopulse platform stopped compressions and displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the driveshaft was rotated back to the home position. The likely root cause of the issue was due to user error. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. The autopulse platform passed functional test after drive shaft was rotated to the home position. Visual inspection was performed and found damaged front enclosure and the sticky clutch was noted, unrelated to the reported issue. To remedy the damage, the front enclosure was replaced and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in january 2008 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple error message user advisory (ua) 45 on the reported event date. Following the service, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries for 15 minutes and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The customer was unable to clear the error message. No patient involvement.